Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient's r wave trending was slowly decreasing, and had a sudden decrease from 6mv to 2mv in just a few days time. The lead sensing vector was reprogrammed and remains in use. No patient complications have been reported as a result of this event.